Event description:
The surgeon reported that a haptic broke during insertion of an akreos ao60g intraocular lens. The surgeon ultimately enlarged the incision and replaced the lens with a back up iol of the same kind. The incision needed to be sutured. No adverse effect or complications after the surgery were reported. The pt was reported as doing well. No add'l info has been provided.

Manufacturer narrative:
The lens was returned to b and l. Visual inspection found one haptic torn at the optic. However, the haptic is still attached. The other three haptics are not damaged. The delivery device was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current info, the specific root cause of the event cannot be determined. Inspection and test records indicate that this lot conformed to specification at the time of release.